Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device noted that the posterior cuff miss occurred during the needle deployment as evidenced by undisturbed posterior cuff tabs. Subsequently, the suture would not capture the vessel wall and remain inside the device. During the needle plunger retraction, the suture knot would become unraveled and there would not be any suture attached to the plunger assembly. As such, the reported product experience could not be confirmed. Contributing factors for the posterior cuff miss during the needle plunger deployment included, but not limited to, manufacturing deficiencies, challenging anatomical conditions, and incorrect deployment techniques. During lab testing, the plunger was reinserted to test the needle trajectory and push mandrel travel and the results met the manufacturing criteria. There were no reported challenging anatomical conditions which could have contributed to the posterior cuff miss. Furthermore, there was no information reported or definitive evidence in the evaluation of the returned device to suggest incorrect technique. A review of the finished good lot history record was performed and did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event and its investigation. Based on the reported information and successful test of the devices needle trajectory in the lab and during manufacturing, the probable cause for the posterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. No manufacturing or quality deficiency was detected as a result of this investigation. Also, the needle trajectory of every device is checked twice during manufacturing.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device was received. Investigation is not yet complete. A follow-up will be submitted with all additional relevant information.

Event description:
It was reported that after a diagnostic left heart catheterrization through a 6f procedural sheath, arteriotomy closure of the common femoral artery was attempted with a perclose proglide device. Reportedly, when the needle plunger was removed from the body of the device, the entire suture with the knot intact pulled out from the vessel. The device was removed over a guide wire and a second proglide device was used to achieve hemostasis. There were no reported adverse patient sequela. The operator was reported to be trained in the use of the proglide device. Though requested, no additional information was provided.